Event description:
During surgery to reposition an optima screw, it was noticed that the optima removal tool was misplaced in the instrument kit and could not be used. The trinica ball end hex driver was used as an alternate and the ball end broke off in the optima screw. Both the ball end and screw were removed from the patient and discarded.

Manufacturer narrative:
Device history record reviewed. Review of device history records indicates the device was manufactured to specification. Dimensional analysis of the returned portion was within specification. The broken portion was not returned for evaluation.